Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The heater had detached from the silicone tip. The tip of the cold jaw silicone was peeling off. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the jaw boot melted and peeling, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 was being used in the lower leg at which point they attempted to cut and seal a large branch. The seal did not hold and bleeding was experienced in the tunnel, about 10cc. A small incision was made to isolate this vein and subsequently clipped. The upper thigh was then dissected and the vh-4000 once again utilized for branch ligation. The amount of smoke was significantly worse within the tunnel. The device was unplugged and removed. It was found to have insulation melted and scorched. A vh-3000 was utilized to complete the procedure. There were no other patient effects. The product was returned.